Event description:
It was reported that a solution administration set experienced free flow when a roller clamp did not close properly. There was no patient injury or medical intervention associated with this event. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). Baxter received one sample for evaluation. The sample was visually inspected and showed no signs of abnormality. An underwater leak test was performed and met specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.